Manufacturer narrative:
Product lot information has been requested but not yet received. Based on all available information no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported to the distributor that a patient experienced blisters on the eyes, face and neck after undergoing a thermage treatment. The blisters appeared the same day as treatment and ice was applied to the affected areas. The patient was prescribed scald cream 3-4 times a day to treat the blisters and scabs that had formed. A week later the scab had fallen off. The patient currently has hyperpigmentation at the burn sites and is being treated. The recovery time for the hyperpigmentation is unknown. During the treatment an eye shield was used, and topical anesthetics were applied. The patient requested that the physician use high energy prior to treatment. Throughout the procedure the patient reported pain and requested the physician not lower the energy level despite their feedback. No error messages occurred during treatment and this was the first time this tip was used. The tip was inspected prior to use and after every 100 reps. The tip is no longer available for return.

Manufacturer narrative:
Corrected b4. The source document for the event was received and it was determined that the date of this report is 19-may-2020. Based on all available information no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The customer reported using high energy as requested by the patient, however the treatment level reported did not seem unusually high. No tip was returned for evaluation. The datacard log was returned. The last treatment on the datacard was recorded a month prior to this event. The system clock was not set correctly making datacard log information irrelevant for this treatment. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No lot number was provided, therefore no manufacturing records could be evaluated. Trending will be performed to monitor this issue. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.